Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to hospital due to receiving several alarms. Device interrogation showed 54 episodes of non sustained oversensing on the rv channel. Programming changes were performed. The patient's condition was good.